Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that two years, one month post implant of this annuloplasty ring in the mitral position, this device was explanted and replaced with a bioprosthetic valve due to mitral valve regurgitation. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.